Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, there was a stapling issue while using a sureform 45 curved-tip stapler instrument loaded with a white sureform 45 curved-tip stapler reload. The issue occurred on the third fire, while stapling blood vessels. The fire stopped midway through, after "tissue too thick" and "blade may be exposed" messages were presented. It was unknown which blood vessel was the target tissue. The vessel was not calcified nor was it exposed to any radiation or chemotherapy prior to the procedure. There was no tissue tension, and it was unknown if there was any tissue bunching. There was no unplanned tissue removal due to the firing issue. The event did not involve a failure to fire, tissue being pushed forward/dragged during the firing sequence, nor the stapler jaws opening/releasing during the firing sequence. Malformed staples were present as a result of this issue, which appeared as open staples with prong tips that were bent slightly inward. The reload did not have an exposed blade nor was it stuck to the tissue. Staples were missing from the staple line; however, no holes/gaps were observed within the staple line. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws, and the surgeon did not fire over an existing staple line. Buttress material was not used. There were no clamping issues prior to firing the stapler reload. The instrument and accessory were inspected prior to use, and nothing abnormal was observed. The surgeon called a technical support engineer (tse) who advised them to unclamp the stapler by tapping the blue pedal and to consider changing the reload. However, the surgeon stated that the stapler was clamped onto an important vessel, and they were concerned about the potential for bleeding if the stapler were to be unclamped. The tse recommended that the surgeon clamp the vessel in another area before unclamping the stapler, and the surgeon did so, to prevent bleeding. There was no unexpected bleeding observed due to the firing issue. To resolve the issue, the surgeon performed vascular ligation. The procedure was completed robotically. The patient has been discharged.

Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication cannot be determined. No product has been returned to intuitive surgical, inc. (Isi) for evaluation. A review of the instrument log for the instrument associated with this event was performed by an isi failure analysis engineer (fae). Per the fae, the logs show that the instrument was installed on the system 2 times, and it fired 2 white reloads. On install 1, the first clamp was successful, and the firing was completed with no pauses for compression. On install 2, the first clamp was successful, however, it was followed by a firing failure. The firing stopped at ~47% completion, after a duration of ~13 seconds. The peak firing force was measured at 694 n. The instrument was unclamped approximately 40 minutes after the firing was initiated, however, the unclamp was shown as successful, per the logs. The instrument was then removed, and it was not used in the procedure again. There were no stapler-related errors in the system logs.

Manufacturer narrative:
A review of the provided video clip associated with this event was performed by an intuitive surgical, inc. (Isi) clinical development engineer (cde). Per the cde, based on the video provided, the surgeon used a vessel loop to isolate two pulmonary vessels. A sureform 45 curved tip stapler was installed with a white reload and care was taken to ensure that the tips of the stapler were seen behind the two vessels. Clamping on the vessels was successful, and the surgeon began to staple and cut the two vessels. There was a pause for compression at 36mm, and then the error indicating that the tissue was too thick appeared. The stapler was released and removed without incurring tissue damage. The two pulmonary vessels were inspected, and no active bleeding was observed. The staple line appeared to have sealed the first vessel (the one closest to the clevis of the stapler jaw) and partially transected the first vessel. The second vessel appeared to have remained unaffected by the stapler. The end of the staple line and the end of the transection line were difficult to determine in this video clip. The stapler behaved normally and intentionally, resulting in a partial fire at 36mm due to excessive firing force. Potential root causes cannot be determined at this time with the provided video information and complaint data.

Event description:
Refer to h10/h11 for follow-up information.